Event description:
It was reported that during a persistent atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter presented an inverted spline. The physician was attempting to go back to continue to treat an area, but after the spline inversion occurred the physician decided not to touch up the area. Inability to fix spline ultimately led to the cancellation of the procedure. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a persistent atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter presented an inverted spline. Inability to fix spline led to the cancellation of the procedure. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory the device was visually inspected and one of the splines was found to be inverted. The original guidewire was still inside the catheter and investigators were able to both advance and retract the guidewire without issue.